Event description:
A nurse from (B)(6) hospital in (B)(6) called to report that a diabetic pt was "transferred from [the] ICU to them" on (B)(6) 2011. The "pt has been having high [blood glucose]" and her last blood glucose reported was 260 mg/l on (B)(6) 2011 in the morning. No additional blood glucose history was provided. The nurse stated that "the pt wears pods for 3 days and may have changed it on (B)(6)." Customer care asked for more info from the pdm to determine when the pt began experiencing high blood glucose levels and the nurse "requested for [a care specialist] to go out there to assist them with the pdm settings." The pt "thinks her settings are not right in the pdm." The product will be returned for investigation.

Manufacturer narrative:
The product was not returned for investigation. We are unable to determine a product malfunction or defect that would have caused or contributed to the customer's high blood glucose and hospitalization. The omnipod's user guide has a section dedicated to ways to avoid hyperglycemia and it advises user's to "check [their] blood glucose at least 4 to 6 times a day" (upon waking up, before meals and before going to bed). In addition, user's should check it when they feel sick, before driving, whenever they are experiencing unusually high or low blood glucose, and before/during/after exercise. The user guide also warns, "do not use the omnipod insulin management system until you have been trained by your healthcare provider. He or she will initialize the system based on your individual needs. Inadequate training and improper setup could put your health and safety at risk." The pt stated that she didn't think her pdm settings were correct which means she should be reviewing these with her doctor to possibly have them adjusted based on her insulin needs which could help stabilize her blood glucose levels. We are unable to evaluate the lot record qualifications as the number was not provided.